Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient replaced the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information obtained from baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caregiver (cg) contacted baxter's technical service center to report a check heater line that occurred on the home choice (hc) machine during fill 1. The cg stated he changed the cassette and the drain bag on the hc, but the machine was still alarming. The technical service representative (tsr) advised the cg he should have changed the entire set up (including bags) and assisted the cg to end the therapy. The cg confirmed to start over with all new supplies. No patient injury or medical intervention was reported.